Event description:
Meter name: fasttake. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: lightheaded. A pt reported they were unable to get any readings on the meter. Their meter allegedly would only prompt an error 2 message. Issue not resolved. The result on their meter was unable to test. No comparison. Not treated.